Event description:
The customer reported that their m3543a water resistent external paddle set was broken. There was no report of patient involvement. There was no patient harm.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.